Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, patient had peg tube replaced. In late (B)(6) 2017, the patient had stoma site infection which was treated with antibiotics keflex for 10 days. The stoma site cleaning was increased to four times a day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates, the stoma was draining and patient had cellulitis on abdomen which began in (B)(6) 2017. Patient was treated with 2 rounds of antibiotics keflex and bactrim without improvement. Patient went to the emergency room about 1-2 weeks ago and was admitted and treated with intravenous antibiotics. The CT scan showed correct placement of pegj tube. Patient was seen by the infectious disease physician on (B)(6) 2017 who put her on an oral antibiotic for 5 days. The drainage at the stoma site is decreasing and the cellulitis is improving.